Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. It was reported that post insertion of the mesh, the patient experienced pain, erosion, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04449. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of perigee vaginal mesh, possibly anterior repair and cystoscopy due to mesh erosion in vagina, cystoscopy with bladder disruption.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04449. The same patient is represented in each medwatch.

Manufacturer narrative:
This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-04449, 2210968-2016-06342, and 2210968-2016-06345. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of mid-urethral sling on (B)(6) 2012 due to erosion. No additional information was provided.